Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient wasn't getting good coverage and they were getting rib stimulation. Their doctor performed an x-ray and determined the lead had not migrated. The doctor decided to do a revision surgery and move the lead down for better coverage. The patient was getting good coverage initially after their implant. During the revision the doctor damaged the lead with the electrocautery and the doctor replaced the lead. Also, during the revision the lead would not come out of the ins and when the doctor pulled on the lead part of the lead remained inside the ins. The doctor replaced the ins. No further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of the patient not getting good coverage and having rib stimulation was not determined. The rep saw the patient at her first post op appointment on (B)(6) 2017. Patient reported that her spinal cord stimulation was working well and she was not experiencing stomach or rib stimulation. The issue was resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found the ins was functionally okay and there were insignificant anomalies. Analysis of the lead (B)(4) found the proximal end of the lead to be broken. (B)(4) no longer apply. Information references the main component of the system and other applicable components are: product ID 977c165 (B)(6) product type lead product analysis #230365350:analysis information (B)(6)2018 pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed due to the distal tip of the lead was still in the ins port and would not allow the test block to be fully inserted (see ngt_initial attachment). Lead tip will be extracted prior to retest.} the adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode 0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined there was a lead or lead parts stuck inside the ins connector port. If information is provided in the future, a supplemental report will be issued.